Event description:
Affiliate reported that the patient suffered from pain in the neck. The cervical spine was x-rayed. The image showed that the wheel of the valve where you can make adjustments was displaced. Clinical consequences indicated an over drainage. The valve was implanted in 1999. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.